Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to the small valve area of the patient¿s anatomy. During deployment, the valve was positioned too deep in relation to the annulus. Subsequently, the valve was recaptured. During the second deployment attempt, an infold was observed at a target implant depth of 8 mm. The valve was recaptured and withdrawn from the patient. A new valve was prepared and was successfully implanted. Per the physician, the patient had a short aortic neck and steep angle going into the subclavian artery that contributed to the infold. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {(B)(6)}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.